Event description:
It was reported that the patient experienced an elevated blood glucose level of 335 mg/dl. The infusion site remained adhered to the skin; however, when it was lifted, the cannula was found to be bent and the white adhesive was wet. The patient reported that insulin was leaking from the site. The patient changed the infusion site, and the blood glucose level decreased to 285 mg/dl. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.